Event description:
It was reported that the tip of the catheter was detached. The target lesion was located in the liver area. A 130cm direxion hi-flo catheter-infusion was selected for use. During the procedure, it was noted that the tip of the catheter was detached. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and patient was stable post procedure.